Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient felt something was off with their stimulation and wanted to meet with a manufacturer representative to get it dialed in. When using their therapy, the patient needed to have a strong stimulation on one end of their body in order to feel a little stimulation on the other side of their body. The patient felt the stimulation working but it was not as strong. The patient was programmed with adaptive stim, but starting about 3 or 4 months ago, their programming was not recognizing their position. The patient needed to increase the stimulation when in a standing position to feel the relief they needed, but when sitting down, they had to decrease the intensity because it was too strong. During the call, the agent attempted to walk the patient through on how to turn on the adaptive stim on their program but they only had group a program 1 programmed. The patient could not access the program to turn on the adaptive stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.